Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where there were multiple attempts at wire placement in rv, frequent ectopy, and challenges to find a happy spot for the wire. The agilis catheter and the xs safari wire were both replaced. Blood pressure was low throughout rv access with the wire. Anesthesia supplemented blood pressure with levophed. The physician ended up utilizing a pigtail to place the wire. Caution was given to the physicians regarding the limitations of using the pigtail for wire placement and cautions regarding using the wire for height. Blood pressure remained soft and increased significantly with levophed. Device was introduced and steered across tva, during attempts at visualization blood pressure was intermittently lower and wire was advance cautiously to attempt to gain height. Ectopy was noted, and the wire was retracted and pressure still noted to be low. Effusion was noted on echo. Pericardiocentesis was performed and large amounts of blood removed from pigail and pericardiocentesis catheter. There was not a large resolution of effusion volume on echo. The device was retracted to ivc and protamine was given. Cv surgery was consulted. Bps remained low, and CPR started. Surgeon performed thoracotomy and suctioned a significant amount of blood from the pericardial space. Surgical suture repair of a small laceration with 2 sutures in the rv wall. Patient's bp was stabilized and a chest tube placed. The patient was stable upon leaving the room. Additional information received was that patient was discharged on postoperative day 7 and doing well.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review and analysis of images. The results of the DHR review are summarized and included in the complaint file. Based on this review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence based on information gathered from the imaging evaluation and the edwards field team. The available information provided indicates that challenging wire manipulation and anatomical complexity were the likely root cause of the rv injury. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that the repeated adjustments and the challenging trajectory which was caused by interaction of the wire via the ds onto the rv wall contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.